Event description:
Boston scientific received information that this pacemaker dependent patient presented to the emergency room with presyncopal behavior and was admitted. The presenting rhythm was in the 30's, and there was a stored episode admittance day showing noisy intercardiac signals on the right ventricular (rv) channel. The noise indicated some vp-ns pacing with some inhibition; rv autosense was also on. No loss of capture was reported. During the device evaluation, intermittent noise was reproducible at different levels but inconsistent with movement. Pocket manipulation could not induce any noise, and myopotentials were not suspected. No loss of capture was observed. Impedance measurements were stable. The atrial lead was unaffected. The impedance was unable to be measured during noise reproduction due to difficulties with reproducing, and the dependency of the patient. Bsc technical services (ts) recommended pacing-only modes at high outputs for security measure. The rv lead was surgically abandoned for suspected fracture and replaced with a new lead the next day. Additional information was received that this device was later explanted and returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.